Event description:
It was reported that pt experienced an increase in stimulation while going into the store. The pt also experienced a shocking or jolting and surging sensation. She had difficulty turning the stimulation off. Further info is being requested from the hcp.